Event description:
It was reported that the pt underwent a sling procedure in 2003. Post-operatively, the pt complained of immediate postoperative unilateral leg pain in their right leg. The physiican consulted pain specialists, and when the pain had not subsided within 24 hours, the surgeon removed the tape. The pain has resolved and the pt is incontinent.